Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Subsequently, the pump shut down unexpectedly. The customer¿s blood glucose was 135 (mg/dl). Reportedly, the customer was able to successfully turn on and continue charging the pump with an alternate usb cable. Replacement cable sent to customer.